Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported via medical chart review the pt's scs system was explanted due to ineffective stimulation, overstimulation, pain and leg weakness/numbness/burning sensations that resulted in multiple falls. It was also reported that the latter of these issues caused difficulty walking and standing. Moreover, it was reported multiple reprogramming was done to no avail. Furthermore, it was reported numbness/burning sensations have improved and falling has resolved following the surgical intervention.